Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose level was 240 mg/dl. Reportedly, the customer was able to clear the malfunction and resume insulin successfully. The customer reported that the pump would continue to be used for insulin therapy, however the customer also has manual injections available.